Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported the femoral cup impactor threading allegedly stripped during a right total hip arthroplasty.

Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device was carried out by a material analysis engineer. Examination of the returned device with material analysis engineer indicated damage on threads consistent with cross threading. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: a visual inspection of the returned device was carried out by a material analysis engineer indicated that there was damage on threads consistent with cross threading. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported the femoral cup impactor threading allegedly stripped during a right total hip arthroplasty. Update: "sales rep was informed that the femoral cup impactor was stripped following the surgery. A manual inspection confirmed this."